Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and reported that she experienced a hypoglycemic event on (B)(6) 2013. The receiver alarm went off to alert patient to a low glucose level. Patient did not use a finger stick to confirm the low value, but instead went to eat. When she was finished preparing the food, she felt shaky and fell on the floor. She tried to pull herself up to the counter, then tried to crawl to her bedroom. Patient's husband found her and called 911. When the paramedics arrived, they gave patient 2 glucagon shots, but were unable to raise her blood sugar. The paramedics then took patient to hospital, where she stayed for about 4 to 5 hours. She received sodium chloride through an IV and zofran to curb her nausea. Dexcom technical support advised patient that they could help her set the low alert at a higher level so she has more time to take care of low events. At the time of contact with dexcom technical support, patient reported that she felt ok.